Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, inadequate capture and high pacing impedance were noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.